Event description:
Procedure type: liver transplant. According to the reporter: three magazines worked correctly. The fourth was used for setting the cava, but the staples were not formed correctly, the cava was not closed. Bleeding could be stopped immediately with a clamp. The vessel was normal. There was loss of vascular tissue since staples had to set behind originally planed location. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).